Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error alarm test, rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test, displacement test and motor test. There was no motor error alarm. The drive support disk was inspected and there was no anomaly. There was no unexpected audio tone/beep alarms or check settings alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was over 500 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer performed and passed both the self-test and displacement test. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer advised they did not receive any basal rates. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.